Event description:
Patient with higher powers (14.2) before hospital discharged which resolved. On (B)(6) 2012, low flow alarms started along with lower power (4.5). Tee and rhc parameters are indicative of device failure. Device will be exchanged.